Event description:
A nurse reported that the surgeon experienced fluid/air exchange problems with the straight light pipe of the valve entry system during surgery. Two patients experienced eye collapse during the fluid/air exchange process. The issue was resolved by ejecting the initial cassette/tubing and resetting with stand alone. Add'l info has been requested but not received to date. There are three reports being filed for this facility. This report is for the second pt that experienced eye collapse during the fluid/air exchange process.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4). This report was mailed to FDA on 06/26/2014. (B)(4).